Manufacturer narrative:
The reported field event of noise was confirmed via review of device image however, the reported field event was caused by external (non-device related) factors. Interrogation of the device revealed it was above eri when received. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-14003. It was reported that the patient had experienced significant weight loss and that the patient's device pocket needed to be addressed in addition to reducing device bulk. The device was electively replaced. The patient was stable throughout the procedure.